Manufacturer narrative:
The customer at (B)(6) hospital, reported that during routine center of rotation (cor) 90 calibration, at 14.07 on step 11/64, the gantry rotate accelerated clockwise and only stopped when the technologist pressed the e-stop (emergency stop) on the x-ray console. There was no harm. The system was not in clinical use when this occurred. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse found the system in cardiac 90 configuration with the x-ray tube at 12 o¿clock (gantry roll -90) and the e-stop button on the x-ray console pressed. The fse collected error logs and noticed that the gantry logs showed the gantry up time as 21 days. After a power cycle of the system, the fse performed cor 90 calibration for the chr (cardiac high resolution) collimators, cor calibration for specific collimators, and several ppm (pre-programmed motion), however could not reproduce the issue. Philips engineering reviewed the information and determined the uncommanded gantry reverse rotation occurs very rarely in the normal use conditions. Furthermore, the gantry reverse rotation is not spontaneous, but a continuation of the commanded motion by the user and is detectable. The system has collision sensors, hardware and software travel range limits and emergency stop controls which can be relied on for the user to stop system motions. Per the instructions for use (IFU): before you start a study, make sure that the equipment can proceed through its full range of intended motions without coming into contact with the patient or objects. The emergency stop buttons activate quickly to stop detector and gantry motions. Make sure that you are familiar with the location of the emergency stop buttons, and do not hesitate to use them. Engineering has deemed this event as acceptable, however philips has decided to pro-actively report this issue of gantry reverse rotation.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported from the customer was that during routine center of rotation (cor) 90 calibration, at 14.07 on step 11/64, the gantry accelerated clockwise and only stopped when the technologist pressed the e-stop (emergency stop) on the x-ray console. There was no harm. Based on the available information, this issue has been initially determined to be a reportable event.